Event description:
Pharmacy department IV room opened brand new box of insulin u-100 syringes to begin drawing up pt specific insulin doses and noticed rust on the needle part of multiple, originally sealed, insulin syringes. Then proceeded to open three brand new boxes and found rust on most of the needles. Various stages of rust each needle appeared to be sealed and intact each box was sealed up to that point. The pharmacy department/location that purchases these insulin syringes in the facility. The boxes had only been received in the department a short while and had been stored under controlled room temperature the entire time. Also see mw5028573.